Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged cosmetic damage located at the back and was hospitalized for high bgs found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged possible under delivery and high bgs found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and high bgs found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6) 2021. No crack or damage on the back of the pump noted during visual inspection. The pump was received without a battery cap installed. The pump was received without a battery installed. Inserted a test battery and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. No delivery alarm/insulin flow blocked alarm was recorded in the formatted history file for the event date of (B)(6) 2023. (B)(6) 2023 08:51:24.000 alarm alert notification fault number = no delivery (7) during bolus delivery (B)(6) 2023 09:01:00.000 alarm alert notification fault number = no delivery (7) during basal delivery please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 15:03:20.000, (B)(6) 2023 15:05:00.000 and (B)(6) 2023 09:17:52.000 during bolus delivery. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered = 14.2 u. (B)(6) 2023 09:17:52.000 normal bolus delivered. Normal bolus amount programmed = 4.2. Bolus amount delivered = 2.3. (B)(6) 2023 11:02:42.000 normal bolus delivered. Normal bolus amount programmed = 3.9. Bolus amount delivered = 3.9. (B)(6) 2023 12:30:06.000 normal bolus delivered. Normal bolus amount programmed = 2. Bolus amount delivered = 2. (B)(6) 2023 15:50:46.000 normal bolus delivered. Normal bolus amount programmed = 1.4. Bolus amount delivered = 1.4. (B)(6) 2023 18:05:38.000 normal bolus delivered. Normal bolus amount programmed = 2.6. Bolus amount delivered = 2.6. (B)(6) 2023 21:16:40.000 normal bolus delivered. Normal bolus amount programmed = 1.7. Bolus amount delivered = 1.7. (B)(6) 2023 23:06:53.000 normal bolus delivered. Normal bolus amount programmed = 0.3. Bolus amount delivered = 0.3. On (B)(6) 2023 09:17:52.000, normal bolus amount programmed = 4.2 u, however, no delivery alarm/insulin flow blocked alarm and the bolus amount delivered = 2.3 u. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage at the back of the pump was not confirmed, however, other cosmetic damage was noted. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl at the time of the event and reported insulin pump had a crack. The customer was hospitalized. Troubleshooting was performed for crack and declined for high blood glucose. It was unknown whether the whether the pump was used within 48 hours at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.